Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, inside the patient's cavity, the robi forceps malfunctioned. The client reports that the scalpel model used with the forceps was the wem ss-501sx. No negative impact on the procedure and in state of health reported. On may 29, 2025 additional information was received: the robi forceps sparked in the patient's abdominal cavity during a surgical procedure. The procedure was completed successfully. The robi forceps had to be replaced and clinical engineering was called. Therefore, the procedure was prolonged between 15 and 60 minutes. No negative impact in state of health reported.